Event description:
Initial reporter states that during surgery cutter did not work. The inner tube was not extending far enough to cut tissue. Surgery was delayed long enough to retrieve another cutter from another pack. There was no effect on the patient.